Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2 pockets b1 and e1 were not detected on the bus. The station was rebooted and shut down, but the issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer d and e rows were not detected on the bus. A field service engineer (fse) cleaned the drawer and reseated the cables to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.